Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient underwent bilateral explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 450cc gel breast prosthesis and a mentor memorygel breast implant 400cc gel breast prosthesis and suffered several unexplained systemic symptoms, including occasional sharp pains, burning sensation, numbness in left arm, and itchiness. In addition, an MRI showed that there was bilateral rupture of the breast prostheses. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
The incorrect patient code was used in the initial report. Code 3191 ¿no code available¿ was used. The appropriate code for this event is 1982 ¿neurological deficit/dysfunction¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/15/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a breast implant rupture during evaluation of the device siltex cracking was observed on the posterior aspect. Also, a tear was observed within the siltex cracking measuring approximately 0.5 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process.

Manufacturer narrative:
On 09/25/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).